Event description:
It was reported that the 9800 system would locked up during procedures and tries to reboot, but it gets stuck in all squares. After the system is rebooted by the customer the procedure is able to continue. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the fluoro function board. Fluoro function board replaced. The system was then tested and found to be working as intended. System placed back into service.